Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected no delivery alarm was noted. The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was alarming no delivery during a bolus. The customer's blood glucose was 274 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, and the customer stated that insulin did exit the tubing. The customer declined to complete the troubleshooting because she did not believe there was an issue with the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.